Manufacturer narrative:
Section b2: event date corrected based on additional information received. Section b5: additional information.

Event description:
Additional information received (B)(6) 2019: patient was admitted (B)(6) 2018- (B)(6) 2018 with presentation of fatigue, shortness of breath and hemoglobin at 5.7 a push enteroscopy was performed on (B)(6) 2018 which revealed a bleeding lesion representing a possible avm. Four clips were placed. No additional information was provided.

Manufacturer narrative:
Approximate age of device- 1 year, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted due to observed arteriovenous malformation on (B)(6) 2018. No adverse event, device malfunction, or alarms were noted.

Event description:
Patient was admitted (B)(6) 2018- (B)(6) 2018.